Event description:
Caller alleged false negative results for three pts. Results as follows: fresh urine samples were used. Control line was evident one pt tested twice and yielded the same negative result. Blood was sent to the lab and yielded positive results for all three pts. Customer stated the quantitative results were around 40 and 625 for two of the pts, and the third pts results were not provided.

Manufacturer narrative:
Investigation pending.